Event description:
It was reported during the procedure, the acu-loc2 link screw 30-0100 broke when surgeon was tightening it into the plate. The procedure was completed with the other link screw that was in the instrumentation. Additional information was received reporting there were no adverse patient consequences and that this issue prolonged the procedure by only two (2) minutes. This report is related to report number 3025141-2022-00389 for the link screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, a definitive root cause could not be determined.